Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed data from (B)(6) 2015. A review of the black box data was found to be over written. The battery cap height and width contact were found to be within specification. During evaluation, the pump was powered on with the returned battery cap. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The battery compartment was observed to be cracked in the thread area. The battery compartment was found to be leaking at the crack during a leak test. The pump case was removed; there was evidence of moisture contamination found inside of the pump. The reported "intermittent power" complaint was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.